Event description:
It was reported that at a scheduled follow up, the physician found high rv pacing impedance. The physician evaluated the lead one month later and found that it was broken. Oversensing was also reported. The lead was replaced. No patient complications have been reported as a result of this event.